Event description:
Customer called on (B)(6) 2011, reporting that their lh 500 hematology analyzer, while running in auto mode, generated erroneous low complete blood count cbc results (wbc, rbc, hgb, hct, mcv, mch, mchc, and platelet) and differential incomplete computation results with instrument generated partial aspiration flags on all cbc parameters for a specific patient on (B)(6) 2011. Customer noted that the instrument was giving partial aspiration messages on the sample which was adequate in volume and had no clots on both days. This report is for the event that happened on (B)(6) 2011. Please see medwatch #1061932-2011-02511 for the report of the event which happened on (B)(6) 2011. Customer reported that the erroneous results were reported out of the lab on (B)(6) 2011. However, the physician questioned the results and sent the patient to be re-tested at another laboratory. Customer reported that no injury or change to patient treatment resulted from this event. No other patient results were affected because all samples were sent to another location for analysis. On (B)(6) 2011, field service engineer (fse) guided the customer through troubleshooting over the phone and found the diff sample line was disconnected from the bottom fitting of the flow cell. Fse instructed the operator to reattach the tube and verify the system. A separate MDR was filed for this event due to the potential biohazard exposure from the diff sample line leak. Please see medwatch #1061932-2011-02514 for the report on this event. Fse went on-site on (B)(6) 2011 and found the system working. Fse inspected the tubing at both ends to verify a secure fit and was unable to reproduce the partial aspiration errors. Fse feels this may be a sample related issue but proceeded to remove the bsv, cleaned the pads and alignment bar, replaced the air pump, ran latex and adjusted the scatter closer to spec. Fse verified repairs per established procedures and results met published performance specifications. The fse returned on (B)(4) 2011, but did not observe partial aspiration error or low events but found a leak from the bsv and stated that the bsv probe had bent outward. Fse straightened the probe to where rinse block was able to move. Fse also replaced the front section of the bsv and repair was verified per established procedures. Another MDR was filed for this event due to the potential biohazard exposure from the bsv leak. Please see medwatch #1061932-2011-02515 for the report on this event.

Manufacturer narrative:
Results - root cause for the erroneous low results with partial aspiration errors is unknown; however, the results were flagged to alert the user to further review the results. The problem might be sample related.